Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 18-apr-2024, it was reported that the patient experienced an adhesive issue with one infusion set. The infusion set fell off during use. The infusion set had been in use for 24 hours. The patient's blood glucose (bg) at the time the issue was noticed was 240 mg/dl. The patient replaced the infusion set and successfully resumed insulin. No further information available.